Event description:
Customer reportedly received results of 109 mg/dl and 240 mg/dl within 10 minutes on the aviva plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 109 mg/dl and 240 mg/dl within 10 minutes on the aviva plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.